Manufacturer narrative:
Reference record (B)(4). . Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. The syncope due to decrease oral intake is conservatively being reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced insufficient oral intake, so peg-j equipment was changed on (B)(6) 2017. After the application the patient's blood pressure decreased and syncope was experienced. The patient was treated with isotonic 1000 cc IV fluid and 30 cc %5 dextrose IV , the patient was discharged to home the same day.

Manufacturer narrative:
(B)(4). The event in this case was initially reported under the peg tube 062945-001. Upon further review it is determined that this event is associated with peg tube 062941-001.